Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed due to a faulty turret that was deformed, which made unusual noise. In addition, evaluation found the following: the heat spacer was cracked and the rear foot was deformed; there was corrosion on the air pump and a non-olympus lamp with a lamp life meter reading 0+hours needed replacement to an olympus xenon lamp for optimal performance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed an e200 turret error message and the front panel lights were flashing. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the phenomenon indicated "e200 (turret error)" occurred due to the faulty turret. The root cause or factors that caused "all front panel lights are flashing" were not identified. The following was described in the instruction manual regarding the installation of non-olympus products. [Warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.